Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having trouble charging both the implantable neurostimulator (ins) and the controller. Specifically, when the patient tried to charge her ins, it took her about six hours to get to 80% and the ins never got past 80%. The patient then stated that she tried to charge the controller afterwards and the controller would not charge to 100%. Troubleshooting could not be performed due to lack of access to the product. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.